Event description:
After doing the map with the carto system, the carto froze. After restarting the system it ran very slowly. The physician decided not to proceed with the ablation due to system instability.

Manufacturer narrative:
(B)(4). Patient data overflow and temporary files located on local disks of the workstation caused the reported issue. The carto returned to normal functioning once the data/files have been deleted. System is ready for use. Since this was a MDR reportable event, an additional OEM manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Additional information from customer (affiliate): the procedure was cancelled and the procedure was being performed in the left atrium. A transseptal puncture was performed prior to case cancellation. Physician didn't want to proceed because there could be a problem later. The physician did not consider cancelling the procedure caused a risk for this particular patient, due to his/her health status (patient prognosis). The patient did not require extended hospitalization because of the procedure cancelation. The problem was solved by deleting temp files and backup cases. The system is now running well. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to (B)(4), an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: coolflow tubing set, sn: unknown, catalog # cft001; navistar rmt thermocool electrophysiology catheter, lot# 15241614m, catalog # nr7tcsiy; lasso 2515 variable circular mapping catheter, lot# 15293238l, catalog # d7l202515rt; ref star rmt qwikpatch electrophysiology catheter: lot# 15168632; catalog # rr6pny. (B)(4).